Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional information become available, a supplementary report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the bypass o-ring and suction connector o-ring were leaking. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not ascertained, however aging and wear can degrade the machine's o-rings seals, and these components were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.